Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the screw did not extend after 14 turns. The doctor tried to retract and try again but this did not work. The lead was not used. No patient complications have been reported as a result of this event.